Manufacturer narrative:
Device evaluation summary: the device was returned to allergan and visual analysis noted the weight the device within specification, weighing 265.34 grams. On the shell of the device it was observed crease/fold, deformation and wear abrasion. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The doctor reported left side capsular contracture baker grade IV. The device was explanted and replaced.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported left side capsular contracture baker grade IV. The device was explanted and replaced.